Event description:
Caller reported a malfunction on the pump while updating it, which led to a recurring malfunction code even after a reset. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.